Manufacturer narrative:
(B)(4).

Event description:
The case manager reported that the patient had increased pain and the patient was seen by a manufacturer representative for reprogramming. The patient was doing well and receiving effective stimulation after the reprogramming. The date of the reprogramming was unknown.

Event description:
It was reported there was a loss of therapeutic effect. Since starting physical therapy the patient has to turn their stimulation up really high to feel it in their buttocks, which is where they need it. Also, from turning it up so high it causes undesired stimulation in their left leg. No intervention or outcome was provided however additional information has been requested. If received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).